Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which likely contributed to the observed helix issues. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high thresholds and helix extension issues. A different rv lead was successfully implanted. No adverse patient effects were reported.